Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A first clip, a mitraclip xtw, was inserted and deployed on the mitral valve. To further reduce mr, a second clip was prepared for use. However, during preparation of the second clip, imaging revealed that the first clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize and further reduce mr, a second clip, a mitraclip xtw, and a third clip, a mitraclip xt, were inserted and successfully implanted on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. The patient was reported to be stable and transferred to recovery.